Event description:
It was reported small hole/leak approximately 4cm from top external wing. Noticed the line bulging when PICC was flushed. Patient received chemo on may 2-3, hydration on may 4th and returned on may 11th for PICC care. That is when the leak was noted. Additional information received 6/9/2023: it was reported by the customer ¿event did not involve an urgent/life threatening medical situation. Patient required a replacement PICC.¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The returned product sample was evaluated and a split was observed in the catheter tubing at the 5 cm mark along the weld line of the catheter. Evidence of kinking was observed in the catheter tubing adjacent to this split, suggesting the split was caused by damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported small hole/leak approximately 4cm from top external wing. Noticed the line bulging when PICC was flushed. Patient received chemo on may 2-3, hydration on may 4th and returned on may 11th for PICC care. That is when the leak was noted. Additional information received 6/9/2023: it was reported by the customer ¿event did not involve an urgent/life threatening medical situation. Patient required a replacement PICC.¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.